Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a lesion in the left anterior descending branch. A 2.5x15mm fire star balloon catheter was chosen for the procedure. Unusual, long inflation and deflation time of the balloon was noted. The balloon was only inflated once and did not deflate. The balloon was removed without deflating it. There was no reported pt injury.